Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the right ventricular lead was oversensing myopotentials. It was noted that this seemed to be an implantable cardioverter defibrillator issue. Programming changes were made. The patient was stable, had no issue and, will continue being monitored.